Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during final screw tightening of the locking screws for a right large 0-degree mtp plate, the tip of a hex 10 solid driver broke intra-operatively, and the fragment was retrieved. Another driver tip was used to complete the procedure without complications. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.